Manufacturer narrative:
Follow up submission: an opened sample was received and evaluated. During functional inspection the sample nebulized without any issues. However, it was observed that the nut and the housing present with a disconnection. This can occur if the device was connected to tightly to the flow meter which causes damage to the nut. The nut on the sample showed signs of this type of damage. This failure was not caused at the manufacturing facility. The issue observed in the sample could not be duplicated during the investigation. The nut and the housing are provided by an external vendor and come with a certificate of compliance. Two years of complaint data was reviewed and no trend was detected. At this time it is not possible to determine the root cause for the issue reported since the sample returned was found within specification for the nebulization and the manufacturing process was performed according to procedure. However, the damage of the nut and the housing could be related with improper handling outside of the manufacturing environment.

Manufacturer narrative:
(B)(4) has reached out to customer three times to provide the complaint device for further investigation. A ups label was also provided to the customer each time. Unfortunately, (B)(4) never received the complaint device for evaluation. The lot number was also unavailable so a device history record review could not be completed. At this time, without a sample it is not possible to determine a root cause for this reported issue. No corrective actions will be implemented. (B)(4).

Event description:
The customer reported the following medwatch (B)(4). ¿the patient was on a trach mask, for the first time today on the airlife nebulizer kit (trach mask set up). The device seemed to have a factory defect and stopped delivering oxygen to the patient. He desaturated to 82% and became agitated. I knew what had happened right away and placed him on the ventilator (at bedside) immediately, and hyper-oxygenated him. I replaced the device and continued him on a new airlife nebulizer kit¿. The customer reported that the device was found to have a flaw in the stem.